Manufacturer narrative:
Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported that the user had just placed a fresh device in the breathing circuit of a patient undergoing mechanical ventilation. A regularly scheduled inline medical nebulization treatment was initiated using albuterol and mucomyst¿. The device was on the ventilator side of the circuit. After the nebulization treatment was completed, the patient/ventilator synchrony became changed; vital signs were altered and it appeared that the ventilator was not delivering the same volumes that were delivered prior to the medication treatment. After attempting to address the situation in several ways, including swapping out the ventilator, a new (replacement) device was placed in the circuit. Vital signs returned and volume delivery reverted to normal. The reporter placed a manual resuscitator on the device that had been removed from the circuit and found that it required maximum effort to obtain airflow through the device.